Event description:
The pt reportedly experienced sound quality issues and a decrease in performance with her device. Testing performed by the co rep showed that the device was functioning. It was also reported that the pt had long history of ongoing dizziness after her first ci surgery. Advanced bionics is in the process of gathering info.